Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on proximal rows 1 and 2, stent struts were lifted from their crimp positions and pulled in a distal direction. The undamaged distal section of the crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip profile was visually and microscopically examined and a kink was noted 4mm from the distal end of the tip. This type of damages is consistent with excessive force being applied to the delivery system. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 26apr2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.75x32mm promus element¿ plus drug eluting stent was advanced to treat the lesion but resistance was felt during advancing until the device failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.